Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. A device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.